Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer experienced an elevated blood glucose (bg) level displayed as high, however, bg was not greater than 500 mg/dl; cause was not known. A correction bolus via the pump was delivered to address bg.